Event description:
The user facility reported that the subject device had reportedly been used in three pt that developed infections after having an ercp. The pt referenced in this report was said to have been examined with the subject device and later developed a liver abscess and septicemia. The pt was re-admitted following the initial examination, was treated with antibiotics, and has been discharged.

Manufacturer narrative:
Olympus followed up with the user facility and was informed the pt had received a liver biopsy and resection of a liver mass prior to the initial ercp. The pt was released after the initial ercp and returned to the hospital with fever, chills, severe diarrhea on (B)(6) 2010. The pt was diagnosed with a liver abscess and septicemia, and was provided several antibiotics including tobramycin. The pt was discharged again on (B)(6) 2010, but re-admitted on (B)(6) 2010 with the same symptoms. The pt was discharged on (B)(6) 2010. The user facility also reported that no microbiological testing of the endoscope had been performed. The subject device was sent to an independent third-party microbiological laboratory for culturing and sterilization. Initial laboratory results confirmed the device was negative for growth. The device has not yet been returned to olympus from the independent laboratory for physical eval but is expected to be returned within the next few days. Once a physical eval has been completed, a supplemental report will be provided. An olympus endoscopy support specialist has been dispatched to provide the user facility in-service training on appropriate reprocessing of endoscopes. This report is being submitted as a medical device report in an abundance of caution. This is one of three reports said to involve the same endoscope. See also MFR #s 8010047-2010-00201 and 8010047-2010-00202.